Manufacturer narrative:
Pharmacovigliance comment: the serious event of abscess at the implant site was considered expected and possibly related to the treatment. Serious criteria included the need for surgical intervention with incision and drainage to prevent permanent damage. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. CAPA comment: the event of abscess at the implant site is expected. It is stated in the precautions section in the instructions for use (IFU) for the restylane range of products that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Evaluation: the serious event of abscess at the implant site was considered expected and possibly related to the treatment. Serious criteria included the need for surgical intervention with incision and drainage to prevent permanent damage. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4), a spontaneous report sent on 04-oct-2017 by a physician via the (B)(6). The case involved a female patient born in (B)(6). The patient had no tooth infections during the relevant time and no autoimmune diseases were known from the patient's history. The patient's medical history included intolerance to perfectha (hyaluronic acid filler) in (B)(6) 2015 with a positive result from an epicutaneous test. Otherwise, the patient was healthy. In late (B)(6) 2017, the patient was tested for intolerance with epicutaneous test for belotero balance and restylane perlane, which showed negative results. On (B)(6) 2017, the patient received treatment with restylane perlane to the nasolabial folds (lot number, volume, needle and injection technique unknown). The patient also received treatment with belotero balance (hyaluronic acid filler) to the mouth angles' area (on (B)(6) 2017). Eight days later, on (B)(6) 2017, the patient experienced an abscess (implant site abscess) at the left nasolabial fold. On (B)(6) 2017, the abscess was incised and drained with a syringe. The drained volume amounted to 0.8 ml. The appearance was viscous and yellowish, which was suggestive of restylane perlane material mixed with granulocytes, according to the reporter. No bacterial growth was observed in a bacterial culture from the material until the date of report to the (B)(6) (28-sep-2017). Further treatments or outcome were not mentioned so far. The reporting physician commented regarding causality that "in view of the localization and the nature of the abscess material, there is no doubt about restylane perlane as causative agent." Outcome at the time of the report: abscess was unknown.

Manufacturer narrative:
Pharmacovigliance comment: the serious events of nodule and abscess at the implant site, and the non-serious event of scar at the implant site were considered expected and possibly related to the treatment. The event of scar is likely secondary to the incision and drainage. Serious criteria included the need for surgical and multiple medical interventions to prevent permanent damage. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. CAPA comment: the events are expected. It is stated in the precautions section in the instructions for use for the restylane range of products that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Evaluation: there are no increased trends of medical complaints for the reported lot number 14655. No potential quality issues have been identified in the manufacturing process of the specified batch, 14655. The batch is manufactured and released according to galderma uppsala quality management system. Galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-oct-2017 by a physician via the (B)(6) regulatory authority (B)(6). The case involved a female patient aged (B)(6) years. The patient had no tooth infections during the relevant time and no autoimmune diseases were known from the patient's history. The patient was not pregnant. The patient's medical history included intolerance to perfectha (hyaluronic acid filler) in (B)(6) 2015 with a positive result from an epicutaneous test. Otherwise, the patient was healthy. In late (B)(6) 2017, the patient was tested for intolerance with epicutaneous test for belotero balance and restylane perlane, which showed negative results. The patient had not received any filler treatments in the nasolabial folds during the previous year. On (B)(6) 2017, the patient received treatment with unknown amount restylane lyft lidocaine (lot 14655) to the nasolabial folds with cannula and unknown technique. No injector was used. The patient also received treatment with belotero balance (hyaluronic acid filler) to the mouth angles' area (on (B)(6) 2017). Eight days later, on (B)(6) 2017, the patient experienced an abscess(implant site abscess) and a nodule formation(implant site nodule) at the left nasolabial fold. On (B)(6) 2017, the abscess was incised and drained with a syringe. The drained volume amounted to 0.8 ml. According to the reporting physician, the appearance was viscous and yellowish, which was suggestive of product material mixed with granulocytes. It was reported that the incision and drainage left a scar(implant site scar) at the left nasolabial fold. No bacterial growth was observed in a bacterial culture from the material until the date of report to the bfarm (28-sep-2017). Further treatments for the adverse events included hyaluronidase [hyaluronidase], steroids [steroids] and doxycycline [doxycycline] 200mg. On (B)(6) 2017, a slow improvement was observed and the patient was still under steroid treatment. The reporting physician assessed the causality between the adverse events and the product (restylane lyft lidocaine) as "definite". Outcome at the time of the report: abscess was recovering/resolving. Nodule formation was recovering/resolving. Scar was not recovered/not resolved. Tracking list: version 1. Fu received on 19-oct-2017: updated the demographic data, brand name (lot number was provided), needle type, corrective treatments, reporter's causality and seriousness assessment, and outcome. Added the events, nodule and scar.